Event description:
It was reported that during a ptca procedure, a dissection occurred. The lesion being treated was in the left anterior descending artery (lad). Further anatomy details are not available. The liberte stent was deployed to 10 atms, and a "light dissection" occurred. No further intervention was done as the lesion was stented. No further pt complications were reported, and the procedure was completed with this device. Patient status was reported as 'fine'. Additional info was requested, but will not be provided.

Manufacturer narrative:
The facility has confirmed that the stent remains implanted and the delivery device has been disposed of; therefore, no direct product analysis can be completed, and no root cause determination can be made.